Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fifty two events were reported for this quarter. Fifty devices were received. Twelve events were duplicated during testing. The reported event was not duplicated during testing for 18 devices; however, the devices were outside specifications. Eight devices were found to be affected by corrosion. Seventeen devices were found to be affected by worn components. Four devices were found to be affected by damaged components. One device was found to be affected by a damaged component and worn components. The reported event was not confirmed for 5 devices; the devices were found to be within specifications for the reported event. 15 device evaluations are in progress. 2 devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device overheated. Twenty one events had patient involvement with no patient impact. Twenty nine reported events had no patient involvement or patient impact. Two reported events had unknown patient involvement, but no patient impact.

Event description:
This report summarizes 52 malfunction events in which the device overheated. 28 events had patient involvement with no patient impact. 24 reported events had no patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 17 previously reported events are included in this follow-up record.   Product return status: 17 devices were received for evaluation. Evaluation status: 11 events were confirmed during testing. 11 devices were found to be affected by damaged bearings. 6 events were not confirmed during testing; however, the devices were found to be affected by damaged/gritty bearings. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.